Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to an olympus sales representative on behalf of the customer to troubleshoot the device. The rep confirmed that the lamp counter was at 500 hours and did not know when the lamp was replaced. The rep mentioned that the customer used the lowest setting in the manual mode to view good image. The customer opted to replace the lamp of the clv-s190, and tac provided the lamp part number. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that image on the display monitor connected to the visera elite xenon light source is too bright. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.